Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) has a cracked pim module. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager(stm) was dispatched to evaluate the iabp. The stm replaced the cracked patient interface module and completed the scheduled pm. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) has a cracked pim module. There was no patient involvement and no adverse event was reported.